Manufacturer narrative:
(B)(4).

Event description:
It was confirmed that the pt's catheter was fractured. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l' info becomes available.